Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited undersensing of atrial flutter and causing pacing at high rates. The device remained implanted.